Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, when the surgeon was about to use the device on the lungs, the wheel gear of the device broke. The surgeon was not able to press the green button and squeeze the handle. Surgeon got a new handle and reload to complete the case. There was no patient injury.